Event description:
A customer reported a power source alert with their device. There was no adverse impact to the customer's blood glucose level. The customer used a tandem charging cable and wall adapter and resolved the issue by leaving the wall adapter plugged into a working outlet for 30 consecutive minutes, allowing the pump to begin charging, and no further assistance was required.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.